Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned device revealed that the rail suture end was properly cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. However, during testing, the lever to park the foot could not be closed. The device was disassembled for internal inspection and the actuator wire was found to be detached. The foot was able to be opened and parked by pulling and pushing the broken actuator wire without any observable resistance. Based on the investigation findings, the root cause for the broken actuator wire that resulted in a failure to park the foot could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during demonstration training to the physician, using the acrylic model and "pink patches", the foot would not park. It appeared that something broke inside the lever during parking the foot. The account manager used his trunk stock during the model demonstration. There was no reported patient involvement. Though requested, no additional information was provided. During device analysis, it was found that the actuator wire was detached, resulting in the foot failing to park.